Event description:
It was reported that the pump component of this artificial urinary sphincter (aus) was no longer functional resulting in urinary incontinence. The physician attempted to cycle the pump and found there was no fluid in the device. The existing device was explanted and replaced with a new aus. Upon explant, the balloon was found to have a small hole near the tubing junction. No patient complications were reported.

Manufacturer narrative:
Investigation summary based on the information available, it has been concluded that the device had a hole and fluid leak identified during analysis could affect the functionality of the device and could have caused or contributed to the return of incontinence. Device history record (DHR) review review of manufacturing documentation was completed and confirmed that all inspections and testing were completed resulting in no evidence that device failed to meet product specification prior to the shipment. Device technical analysis upon receipt at our post market quality assurance laboratory, the artificial urinary sphincter (aus) was thoroughly analyzed and inspected. Visual and microscopic inspection as well as leak testing was performed. The balloon was noted to have fold lines in the outer surface of the balloon shell with a pinhole fluid leak at the shell adapter junction as a result of fatigue. Analysis of the cuff and pump components did not identify any characteristics that would contribute to the reported clinical observations. Product analysis confirmed a fluid leak which could affect the functionality of the device leading to limited device function and the return of incontinence. Labeling review a labeling review found no evidence that the device was used or handled improperly. The reported events do not contain an allegation against the labeling of this device. Investigation conclusion product analysis confirmed a balloon pinhole and leak as the most probable cause of the reported event. With no objective evidence of the user improperly handling the device, the adverse event of mechanical difficulties with the device are known as a risk of the device and is included in hazard analysis. Based on this investigation and all information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the pump component of this artificial urinary sphincter (aus) was no longer functional resulting in urinary incontinence. The physician attempted to cycle the pump and found there was no fluid in the device. The existing device was explanted and replaced with a new aus. Upon explant, the balloon was found to have a small hole near the tubing junction. No patient complications were reported.